Manufacturer narrative:
E1-address 2: (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the light source was dim and it occasionally went out during service and maintenance involving an olympus video system center. There was no patient involvement.